Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Patient had a follow-up visit with doctor because of experiencing back pain subsequent to pro-disc implant for degenerative disc disease. X-rays indicated that the implant sunk into the l5 vertebral body. The superior endplate at l5-s1 subsided into l5. The patient was fused l4-l5-s1 after explant.